Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, to provide the evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for staphylococcus pasteuri. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the gastrointestinal scope and found a red stain inside at the suction cylinder. A second red stain was discovered at the distal end tip next to the nozzle and the lg lens. The instrument channel was inspected and found scrap marks inside the outer walls from the bending section side. The suction channel was check and did not find any signs of kinks, marks, or damages. Additionally, the image was inspected and the image of the scope is normal. The scope passed leak testing.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.

Manufacturer narrative:
The scope was returned to olympus and is pending microbial testing and evaluation. The scope was sent to an independent laboratory for microbial testing. As part of our investigation, on (B)(6) 2018 an olympus endoscopic support specialist(ess) was dispatched to the user facility to observe the user facility¿s reprocessing practices and provide training if necessary. The ess noted the following reprocessing deviations: steps were missed, improper use of cleaning adapters and cleaning brush, cinch sacks were being used to transport dirty scopes and no gloves were used during the transportation of clean scopes. An in-service to review the proper reprocessing methods will be scheduled for a later date.

Event description:
Olympus was informed that three patients developed a carbapenem-resistant enterobacteriaceae (cre) infection after undergoing procedures using the facility¿s colonovideoscopes (sn. (B)(4)) and gastrovideoscopes (sn. (B)(4)). According to the user facility¿s director of perioperative services, the first patient underwent an upper/lower examination in (B)(6) 2018. On (B)(6) 2018, multiple procedures including an upper examination were performed on the second patient using three different scopes (sn. (B)(4)). The third patient underwent an upper examination on (B)(6) 2018, using (sn. (B)(4)). The post urinalysis of all three patients were positive for the new delhi strain (cre). All patients were treated with antibiotics. In addition, the director of perioperative services reported that state is linking these cases to a rehabilitation/nursing facility within 20 miles of this hospital. The state is also requesting that the facility send these three scopes out to be cultured. The facility¿s colonovideoscope (sn. (B)(4)) was sent to a third party for culturing and tested negative for growth. The scopes are pre-cleaned using intercept enzymatic and then leak tested prior to manual cleaning, the scope¿s channels are being brushed during manual cleaning, the facility utilizes single use brushes. The scopes are reprocessed using the medivators dsd and medivators dsd-201 with rapicide (sn# (B)(4)). Then stored in a hanging cabinet. This is 3 of 6 reports.